Event description:
Information received indicates the head hi/low function is drifting down on the bed.

Manufacturer narrative:
The account, after replacing the trend and s10 valves, replaced the rod lock to repair the bed.